Event description:
It was reported that the patient experienced an inappropriate therapies. The patient was brought to the hospital and upon examination, a lead dislodgement was observed. The lead was repositioned, and the patient was in good medical condition.